Event description:
Additional information later received reported the inteventions/actions taken to resolve the symptoms included 1l of oxygen via nasal canula for respiratory support in picu. Per the hcp the hyper-somnolence may have been related to post anesthesia combined with itb pump therapy. The patient was recovered without permanent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The cause of the event was noted to be unknown, but the reporter stated that it was likely related to the priming bolus of the catheter after pump replacement and catheter revision. On (B)(6) 2015, the pump was started at 140mcg/day. The prior setting was 211mcg/day. The patient woke up from surgery well then in the afternoon became somnolent and showed signs of baclofen pump overdose. The pump rate was decreased to 96mcg/day. No additional interventions besides the supplemental oxygen and monitoring in picu (pediatric intensive care unit) were required. On (B)(6) 2015, the patient was awake and alert in the picu and was transferred back to the floor. The baclofen pump films showed an intact system and the catheter tip at "t5 or so".

Manufacturer narrative:
(B)(4)

Event description:
The patient's prior pump and catheter were replaced (see manufacturer¿s report # 3004209178-2015-01490). On (B)(6) 2015, the patient was exhibiting signs/symptoms of overdose and was transferred to picu (pediatric intensive care unit). The infusion rate was decreased from 140 mcg/day to 96 mcg/day. As of (B)(6) 2015, the patient was back to baseline mental status and was transferred back to the floor. They were planning to slowly increase the patient¿s infusion rate up as she now had slight hypotonia. The device system was delivering gablofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).